Event description:
The customer reported to baxter (B)(4) bolsa eva parenteral 500 mlen peel pouch in which a leak was observed by the port tube area. There was no patient injury or medical intervention reported for this event. There was not a patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The port tube was sealed out outside of the bag. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.